Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer vascular plug ii was selected for an implant. It was reported that the procedure was to treat an embolization of iliac aneurysm. The neck of the tumor was shaped like an irregular long tube. First, the tumor was embolized with an 18mm vascular plug. 3 minutes later, some of the contrast agent still leaked near the iliac artery, and was finally replaced with a larger size vascular plug to complete the closure after removal. There was no clinically significant delay in the procedure.

Manufacturer narrative:
An event of leak was reported. It was reported that a larger size vascular plug was used to complete the closure. The investigation confirmed the device met visual and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.